Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device had a faulty pinch valve. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: found pinch valve activating intermittently whilst shaver active. The device was however deemed non-repairable and was scrapped as per the instructions from the customer, hence is unavailable for further evaluation. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a shoulder repair procedure on (B)(6) 2021, it was observed that the fms duo®+pump/shaver unit device had a faulty pinch valve. During in-house engineering evaluation, it was determined that the pinch valve was activating intermittently while the shaver was active. The same device was used to complete the procedure with a surgical delay of five minutes to get it to work again. There were no adverse patient consequences reported. No additional information was provided.